Manufacturer narrative:
The pod was received with the formed needle protruding out through the exposed soft cannula, confirming the reported event of needle did not retract. Linkage assembly was found not fully retracted. During investigation, the needle mechanism was reset and ran needle deployment. Linkage assembly was observed not fully retracted during this test, replicating the reported needle mechanism failure. No physical damages were found on the needle mechanism components. These findings indicated that mechanism spring was inadequate to provide the required force to retract linkage assembly after needle deployment, causing the needle not to retract.per new information, the following were updated. D4 - model no changed from 14810 to 19191. D4 - lot no changed from blank to l45416. D4 - catalog no changed from zxy425 to zxp425. D4 - expiration date changed from blank to 7/12/2021. D4 - unique identifier (UDI) # changed from (B)(4) to(B)(4). G5 - PMA/510(k) # changed from k192659 to k162296. H4 - device mfg date changed from blank to 1/12/2020.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 53. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported the needle did not retract, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.